Manufacturer narrative:
H3,h6: one 72200755 twinfix ti 5.0 ultrabraid intended for use in treatment has not been returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during an anterior talo-fibular ligament repair, the twinfix's inserter tip fractured¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. Per IFU 10600147: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. Complaint history review indicated no similar allegations for the lot number reported. A review of the batch records was performed which confirmed no abnormalities were reported with this lot during manufacture. Product met specifications upon release to distribution.

Event description:
It was reported that, during an anterior talo-fibular ligament repair, the twinfix's inserter tip fractured. All the broken pieces were removed with tweezers. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.